Event description:
Clinical trial. It was reported that 1175 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one target lesion. The target lesion was located in the proximal circumflex with 80% stenosis and measured 3.5x15mm. Treatment consisted of predilation and a placement of a 3.5x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient expired 1175 days following the index procedure. The study site reported the patient died in another state and was never admitted to a hospital at the time of death. The death certificate noted that the immediate cause of death was atherosclerotic and valvular heart disease. An autopsy was performed and revealed the following: atherosclerotic and valvular heart disease with a clinical history of severe coronary artery disease with coronary artery bypass grafting and stenting in the remote past; clinical history of moderate aortic value stenosis with aortic regurgitation; large complex laceration to the left forehead, bridge of nose and chin consistent with collapse; urine toxicology screen negative for alcohol and drugs of abuse; manner of death was natural. The investigator assessed this event as possibly related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.